Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, there were foam particles found inside the blower kit. The connector was completely destroyed. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device received by third party.